Manufacturer narrative:
Other text: d4: catalog number, serial number, and UDI number are unknown; g5: 510k is unknown; b3: date of event is unknown; h4: device manufacture date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was an event where patient started crying, turned pale, sweating, vomiting. Suspected patient could be getting too much medicine or might have gotten a bolus from tubing. Per reporter it was reported to happened again later in the month, same symptoms, patient's pupils were large, but everything was back to normal 15 to 20 minutes later. Pumps are due for maintenance. Medical intervention was not provided. The patient had an additional device they were able to switch to.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause for the symptoms is due to an over infusion of medication because of either the pump not being properly programmed or other factors which create system deliver inaccuracies such as backpressure or fluid resistance, which can depend upon drug viscosity, catheter size, and extension set tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).